Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap band removal procedure, the tip of the device broke off and was unable to be located. Another device was used to complete the case.